Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient had great coverage postoperatively. Device malfunction was not suspected. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision.